Event description:
Pt presented with clotted graft. Had catheter placed on 11/23/94. Female connector on catheter cracked and leaking blood. Attempt to replace cath over a guide wire failed. Pt under went femoral in and out communication.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: hub, y-piece connector. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.